Event description:
Description: lt961 - ear infections. Patient was seen for hearing evaluation approximately 9 months ago at which time he had an external ear infection that subsequently resolved after ent treatment. Provider fit patient with lt961 and small open domes. Pt was fine for the first three months but saw provider with report of itching and swelling after that, in one ear. Pt was treated by ent but provider reports 5-6 infections, alternating between ears since then. During one episode (might have been the first one, provider is not able to tell accurately), swelling got bad enough that ent had to put a wick in ear to open up canal. Since then patient sees dr as soon as itching is experienced. Provider not sure if domes are causing it, but wanted to know if gn hearing had other domes we could give that might be "more hypoallergenic". Provider was told that these are the only domes we make. As an alternative the provider was by gn hearing suggested to fit the patient with acrylic molds with no color dyes on them and with short canal and large open vents. Provider wanted to stay with domes that are open for minimal contact and open fitting. As of today we have no more news about how the patient is doing.